Manufacturer narrative:
The reported issue was resolved by changing out the gas delivery engine (gde).

Manufacturer narrative:
(B)(4). Carefusion technical support advised the distributor that the reported event is a communication issue with the trans com alarm printed circuit board (tca pcb). They recommended that the distributor checks the ¿white ribbon cables¿ on the gas delivery engine (gde) to assure that they are not dislodged or askew. The distributor is to contact technical support if the issue persists, and/or remains unresolved.

Event description:
The following is a description of an event that occurred at a hospital/ facility in the (B)(6): "unit was in use, (B)(4) and pressure mode, when suddenly the transcutaneous pco2 value dropped, avea showed big tidal volumes, error message on the avea: wye sensor error, used and new sensor did not resolve the error. Replaced the avea by another one and tidal volumes and tcpco2 values went to normal. Due to fast response of the nursing staff, no or little damage to the (B)(6)." The distributor for the hospital/ facility was called in for service two days later. According to the distributor, there was a status note on the unit: touchscreen of unit "is not working properly and wye sensor error". The distributor evaluated the unit, and as soon as they switched on the unit on he got a ventinop error. They cycled the power to get into the error log and there are quite a lot of errors. The distributor contacted technical support for further assistance.